Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 11 investigations completed during this period. Breakdown of 11 investigation with their respective serial numbers are as follows: (B)(4) haptic damaged, haptic detached. (B)(4) lens damaged, haptic distorted/bent. (B)(4) lens cut, haptic damaged. (B)(4) no issues identified. (B)(4) no issues identified. (B)(4) haptic detached. (B)(4) haptic distorted/bent. (B)(4) lens cut, haptic damaged. (B)(4) lens cut, haptic detached. (B)(4) lens damaged. (B)(4) lens cut, haptic damaged, haptic detached . The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigation with respective serial number is as follows: (B)(4) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: from the 26 events: haptic damaged 16, lens damaged 3, haptic detached 4, haptic damaged, stuck in cartridge 1, iol torn 1, unknown / unspecified 1. Serial numbers of suspect products: (B)(4). 13 investigations were completed and 13 are pending for the time period. From the 13 completed investigations: haptic damaged, haptic detached 1, haptic detached 1, haptic damaged 5, lens cut 1, haptic damaged, lens damaged 1, cosmetic, haptic detached, lens damaged 1, no issues identified 1, lens cut, haptic damaged, haptic detached 1, no product returned 1. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 26 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.